Event description:
The customer reported that he was hospitalized due to high blood glucose levels and dehydration. The reported blood glucose reading was 577 mg/dl. The customer stated that he couldn't hold anything down. The customer stated that he was also told he had an infection. The customer's daughter had previously called to report a motor error alarm. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarms during the rewind due to a corroded motor home switch. Unable to perform the displacement, prime, basic occlusion, occlusion or no delivery tests due to the motor error alarms during rewind. The insulin pump also had a missing end cap sticker.